Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2013. The events pain, right hand [implant site pain], erythema, right hand [implant site erythema], swelling, right hand [implant site swelling], pain, left hand [implant site pain], erythema, left hand [implant site erythema] and swelling, left hand [implant site swelling] swelling in nasolabial folds and marionette area [implant site swelling] and induration of nasolabial folds and marionette area [implant site induration] assessed as serious, expected and possibly related.

Event description:
Initial information was received on (B)(6) 2010 ((B)(4)). After additional information was received on (B)(6) 2010 the case was re-evaluated and assessed to be reportable continued. During a workshop carried at (B)(6) on (B)(6) 2009 the patient was treated with 10 ml (5x2) macrolane vrf in the dorsal hands. A single incision site was made at the wrist and the gel was injected with a blunt cannula using tunneling technique. The gel was not distributed to smaller syringes from the original syringe prior to the treatment. The patient was treated with restylane and restylane perlane in the nasolabial folds in (B)(6) 2009. Course of event: about 3 months post macrolane treatment beginning on (B)(6) 2010, the patient complained about a reaction on the back of her hands including pain, right hand [implant site pain], erythema, right hand [implant site erythema], swelling, right hand [implant site swelling], pain, left hand [implant site pain], erythema, left hand [implant site erythema] and swelling, left hand [implant site swelling]. About 4 months post macrolane treatment on (B)(6) 2010, the patient complained of swelling in nasolabial folds and marionette area [implant site swelling] and induration of nasolabial folds and marionette area [implant site induration] where restylane perlane has been injected. The patient appears to be swollen over the cheeks and under the eyes. The patient has no fever. The patient was prescribed with betapred on (B)(6) 2010 but the events remained unchanged on (B)(6) 2010. The patient has been hospitalized and treated with intravenous antibiotics. The outcome for swelling, right hand [implant site swelling], pain, right hand [implant site pain], erythema, right hand [implant site erythema], erythema, left hand [implant site erythema], swelling, left hand [implant site swelling], pain, left hand [implant site pain], swelling in nasolabial folds and marionette area [implant site swelling] and induration of nasolabial folds and marionette area [implant site induration] is recovering/resolving.